Event description:
It was reported that the teflon insert detached from the infusion set during a supply change, the user observed drops at the site, and the infusion set connection was not properly established until customer care guided the user to deploy a new infusion site, connect primed tubing, and fill the cannula, after which insulin delivery resumed. Symptoms included suspected underdelivery due to site leakage. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education completed by customer care. Investigation of this case revealed an infusion set deployment or connector attachment issue at the infusion site, with resolution achieved through correct site placement and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set deployment and connection.